Manufacturer narrative:
An event of atrial fibrillation and patient experiencing delirium was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Crd_985 - arb pmcf, patient site ID: (B)(6). It was reported that on (B)(6) 2021, a 32mm rigid saddle ring was implanted into a patient. On (B)(6) 2021, the patient had an atrial fibrillation. Medication was administered. Patient had a prolonged hospitalization to monitor the rhythm. On (B)(6) 2021, the patient experienced delirium. Medication was administered. No additional information was provided. The patient is reported to be stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.